Event description:
It was reported that during a cranial procedure that the release mechanism in the perforator bit did not function correctly. It was also reported that there was a slight delay and there were small defects on the dura as a result of this event. It was further reported the surgeon was able to complete the surgery.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.